Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The amulet was successfully implanted. After the procedure, prior to discharge a moderate effusion was observed in the intensive care unit (ICU) for a day and then discharged. After that, patient appeared to be converted into atrial fibrillation (af) and went to emergency room (ER). A pericardiocentesis was performed and drained 300cc. The patient was reported stable.

Manufacturer narrative:
It was reported that post-procedure prior to discharge a moderate effusion was observed in the intensive care unit for a day and then discharged. Also reported that the patient converted into atrial fibrillation and went to emergency room. The amulet was reported to be successfully implanted. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported patient effects pericardial effusion and atrial fibrillation could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed and 300cc was drained. The patient was reported stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet¿ steerable delivery sheath. The amulet was successfully implanted. Patient had moderate effusion following the implant and was observed in the intensive care unit (ICU) for a day and then discharged. After that, patient appeared to converted into atrial fibrillation (af) and went to emergency room (ER). A pericardiocentesis was performed and drained 300cc. The patient was reported stable.